Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The event occurred on the first day after insertion, with the infusion set in use for a couple of hours. The blood glucose level was high, and the patient was treated with insulin from the pump. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.